Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed their system controller at home on (B)(6) 2025. The patient's backup controller was exchanged due to the reported alarms. Log files were sent for review. The event log file captured several low voltage advisory events and also some random power cable disconnects. These all occurred on battery power and were associated with the black power lead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient changed their system controller at home on (B)(6) 2025 due to the reported alarms. The patient reported an alarm associated with the black power cable. Log files were sent for review. Per technical services, (B)(6), captured several low voltage advisory events and also some random power cable disconnects. These all occurred on battery power and were associated with the black power lead. The controller was exchanged on (B)(6) 2025 at 1504. 2 sets of log files were sent on the same controller. The first analysis was prior to the controller exchange, and there appeared like there may have been an issue with the black power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed via the submitted log files. The submitted controller event log file captured data on 30jul2025. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory alarms were captured while connected to 14v li-ion batteries. The alarms were due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm thresholds. The alarms resolved when the respective voltages returned to the expected voltage range. At the end of the log file, the driveline was disconnected and shortly after both power cables were disconnected. This is consistent with the reported controller exchange. The atypical low voltage advisory and power cable disconnect alarms did not impact the controller¿s ability to support the pump while the driveline was connected. There were no other notable events captured in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook, doc rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The exchanged system controller is now the patient's backup controller.